Manufacturer narrative:
The referenced driveline compromise in november 2015 was reported under medwatch MFR report #2916596-2015-02419. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the implanting center due to driveline fault alarms. The alarm was cleared at the center and was reported to not have returned at the time. The patient has had a known possible internal driveline short-to-shield compromise since (B)(6) 2015 and has been using an ungrounded patient cable with the power module. The patient is not a candidate for pump exchange. On (B)(6) 2016, the manufacturer¿s technical services representatives evaluated the driveline which passed electrical continuity testing. The maximum length of the external portion of the driveline was replaced. It was reported that the patient received another driveline fault alarm on (B)(6) 2016. The patient returned to the implanting center for the alarm to be silenced. Review of the log file at that time found that the driveline fault alarm was triggered by the same motor phase as those from (B)(6) 2015. The lvad continued to support the patient as expected during these events. The patient reportedly remains asymptomatic during the alarms. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted log files indicated that motor phase 2 was affected before and after the percutaneous lead replacement, indicating a potential internal driveline wire breakdown issue; however, the evaluation of the returned portion of the driveline did not confirm a wire compromise that would have resulted in the driveline fault alarms recorded in the submitted log files. Approximately 18 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline in its returned condition revealed all wires were electrically intact. The resistance across the two wires in each phase was tested, and all phases were found to have approximately the same resistance. Visual inspection and manipulation of the wires found each wire was intact. Breakdown of the shielding was noted, particularly near the metal connector. The driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation. A small breach in the insulation of the red wire (phase 3) was noted approximately 15.5 inches from the metal connector; however, this insulation compromise would not have resulted in a driveline fault alarm. The system had the potential to short to ground if the exposed conductors contacted the braided shield while the patient was operating on tethered power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.